Event description:
The recipient reportedly experienced a skin flap infection. The recipient was prescribed oral antibiotics. The recipient is in the process of healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's infection reportedly resolved. The recipient resumed device use. This is the final report.